Manufacturer narrative:
Age at time of event: under 18 years of age.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to infection. Following the removal, the event resolved.

Manufacturer narrative:
A2 age at time of event: under 18 years of age. Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis was unable to confirm the reported infection. Device history record review (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for batch 1000442501 found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Label review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 800 male ous, bsc. Infection, and pain/discomfort are included as potential adverse events in the product labeling. Additionally, the reported events do not contain an allegation against the labeling. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. A product malfunction could not be confirmed as the most probable cause of the reported events through product analysis. A pinhole tear was identified in the cuff shell consistent with tool damage. It is probable that the damage was due to the explant procedure and not a product malfunction. No malfunction was identified in the related balloon and pump component investigations. Product analysis was unable to confirm the reported infection. Investigation conclusion: based on this investigation, product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated reported events do not represent an unanticipated event, and that infection is included as a potential adverse event in the product labeling. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event of infection is included as a potential adverse event within product labeling.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to infection. Following the removal, the event resolved.